Event description:
It was reported there was difficulty at refill with aspirating the reservoir and then the healthcare provider (hcp) was unable to completely fill the reservoir. The hcp was expecting 3.8ml and went to aspirate and got back 4.5ml however it was very slow. Then upon filling the pump, the hcp had difficulty filling the pump with 5ml. The filling process was also slow, along with the aspiration done of the 5ml to make sure hcp was correctly in the refill port. The hcp was unable to fill completely and was only able to get 10ml total before no longer being able to get any more fluid in the pump. The hcp used two different needles in the process of aspirating and filling, and planned to try again at next refill. The medications in the pump were fentanyl, bupivacaine and baclofen (compounded). No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot# j11320r54, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).